Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level was 520 mg/dl at the time of incident and yesterday blood glucose level was over 520 mg/dl. Customer had symptom such as vomiting. Customer was treated with insulin pump. Customer had blood glucose level of 364 mg/dl. Customer was not alleging insulin pump was under delivering. Customer stated that there was no leak. Customer stated that there was air bubble in the tubing but customer was able to removed it. Customer stated that the cannula was bent. The insulin pump will not be returned for analysis.